Event description:
The customer called to report that he was hospitalized approx two weeks ago due to low blood glucose levels. Prior to being hospitalized, the customer couldn't sleep. The customer was irritable and angry. The customer was treated by the paramedics, and was taken to the hosp. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the bolus history, and the customer noticed a bolus delivery that he did not remember programming. All other programming was correct. The call was disconnected. Tried calling the customer back, but got no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.